Event description:
On (B)(6) 2025, the user reported that no glucose readings were displayed on the ilet device. The user was guided to restart the ilet and rescan the freestyle libre 3 plus sensor. A manual bg measurement was entered into the pump before a meal announcement. The highest recorded bg was 261 mg/dl. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.